Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2 slides had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height cubie drawer 2 was sticking. The field service engineer replaced the drawer slides to resolve the issue. The fse tested the drawer in storage space configuration and ran a diagnostic test to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.